Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that there was a revision surgery due to a broken assembly screw. The revive parts replanted. Broken screw, locking cap, spacer, and proximal body were removed.

Event description:
It was reported that there was a revision surgery due to a broken assembly screw. The revive parts replanted. Broken screw, locking cap, spacer, and proximal body were removed.

Manufacturer narrative:
D1 product long description. D2a common device name. D2b product code. D4 catalog, lot and serial no. This device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.